Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05680 and 2134265-2015-05682. It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x12mm promus premier¿ drug-eluting and two 2.50x12mm promus premier¿ drug-eluting stents were used. However, it was noted that during the procedure, the shaft of each of the devices broke. Nothing broke inside the patient¿s body. The procedure was completed with a non bsc stent. No patient complications were reported and the patient¿s status was fine.